Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Reporter phone #: (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the iol opened inside the capsular bag doctor realized that there were two iol breaks in the optic body after the implant. Doctor decided to explant the iol at the same time and implanted another lens in patient left eye. Additional information states there was incision enlargement but no sutures or vitrectomy performed. Patient is good post-op. No further information is available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.